Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) below 54 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. A tubing fill of size 11.3 units was observed on (B)(6) 2019. A tubing fill of size 12.0 units was observed on (B)(6) 2019. User made bolus requests without entering current bg and while still having insulin on board (iob). If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.